Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the unit is auto-cycling and determined the most likely cause of the issue is the flow sensor assembly. After replacing the flow sensor assembly, performed service testing, the fsr reported the unit meets all manufacturer specifications. The fsr reported the part is not available for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit has volume issues. The carefusion field service representative on-site reported that the issue the customer was referring to was auto-cycling. At this time, it is unknown whether or not there was any patient involvement associated with the event.